Manufacturer narrative:
(B)(4). The device was not returned for analysis. The lot history record for this product could not be reviewed because the product was not returned for evaluation and the lot number was not reported. Based on the information reviewed, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Attachment, article titled: afterload mismatch after transcatheter mitral valve repair with mitraclip for degenerative mitral regurgitation in acute cardiogenic shock. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The steerable guide catheter is filed under a separate medwatch report number. (B)(4).

Event description:
This is filed to report the cardiogenic shock. It was reported through a research article identifying the mitraclip that may be related to afterload mismatch. Details are listed in the attached article, titled afterload mismatch after transcatheter mitral valve repair with mitraclip for degenerative mitral regurgitation in acute cardiogenic shock. In the physician's opinion, this article does not pertain to a complaint about the mitraclip therapy.